Event description:
It was reported to philips that, during a procedure, that the footswitch to the azurion 7 m20 device could not be triggered. It was indicated that the customer restarted the device twice without success. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, during a diagnosis procedure, the footswitch was working intermittently. The user had to press the pedal several times to trigger radiation. The procedure was completed as planned. The customer reported that the footswitch was in a plastic bag and no dirt was observed under the pedal. A philips remote service engineer analysed the log file and did not find any anomaly. The most probable cause is a mechanical issue with the microswitches in the wired footswitch. The footswitch was replaced and the system was returned to use in good working order. Codes were updated based on the investigation outcome. Device problem code was corrected.